Manufacturer narrative:
Device MFR date: should have been may 9, 2014 rather than blank.

Manufacturer narrative:
Final confirmed that the transmitter would no power on. Additional findings related to complaint were discovered as circuit board revealed burnt components.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's home was hit by lightening. The transmitter would not power up. The patient disconnected the power adapter and noted that one of the green strips were charred. The unit would be replaced and returned.